Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue was confirmed. Device inspection and evaluation, service repair noted the clv-190 (B)(4) does have a faulty scope socket. The locking mechanism and scope detection slide are not functioning. This is causing the front panel to blink constantly. The device was tested using the test reference test scope and support coil and the unit passed functional inspection. Device in addition, was tested with 180 and 190 scope models and with the customer cv-190 that came with the device. Evaluation findings confirmed the reported customer issue and found to be due to faulty socket. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device are not recognizing the scopes. Some type of connectivity issue. The issue found during an unspecified procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it was confirmed that the device was not detected due to a faulty scope socket. However, the specific root cause of the faulty scope socket could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure (colonoscopy) was completed with another scope. The model and serial number is unknown and not provided. No further information provided.

Manufacturer narrative:
Investigation is ongoing. This report will be supplemented accordingly following investigation.